Event description:
On 1/26/1998 the account reported false negative ethanol, which was run on the axsym analyzer. An initial result 0f 1.6 mg/dl was generated and the sample was retested, giving 0.6 mg/dl. An error code was not given with the erratic results. The physician questioned the negative result and the sample was retested again giving >300 mg/dl. The final result after dilution was 424 mg/dl. No report of injury.